Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred during basal delivery. Customer attempted to reset the pump but malfunction alarm reoccurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 291 mg/dl.